Event description:
It was reported that the e-kit sheath was stuck in the pt's esophagus. No other details were available at this time.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.